Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) of six step hand wash not done properly and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy ip for pd. On an unreported date in 2011, the patient experienced a break in aseptic technique described as six step hand wash not done properly. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized and did not have a peritoneal effluent culture or analysis performed. On (B)(6) 2011, the patient began remedial therapy with reflin (1g, daily, ip) and fortum (1g, daily, ip). On an unreported date, the event of peritonitis was resolving. It was not reported whether the patient was retrained in proper hand washing technique. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse did state that the event of peritonitis was not related to dianeal pd2 ultrabag therapy and did not provide a statement of causality for the event of six step hand wash not done properly.